Event description:
It was reported by the company rep visiting the site: the resident was transferred from wheel chair to the bed. The lift would not stop raising and pt was lifted to the top position. The pt could not be lowered as it was reported the emergency lowering feature would not work. The five of staff members felt the need to unhook and release the sling and lower the pt on their own. There were no personal injuries sustained as a result of the complaint.